Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Low bg cause was not known. Customers wife assisted with glucagon injection to address bg. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Tandem technical support provided reset information during troubleshooting, however patient declined to further troubleshoot at the time and will reset the pump when they are ready.